Event description:
It was reported that the coil broke during the procedure while inside the patient's anatomy. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, information available indicated that the device was confirmed to be in good condition prior to use. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the coil broke during the procedure while inside the patient's anatomy. No clinical consequences were reported to the patient due to this event.